Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account's maintenance stated during a preventive maintenance check, the CPR function was found not to be working. He has adjusted the CPR cables but the issue remains.